Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particles in airway. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on march 22, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged experiencing black particles, a burning/ electrical odor, and device not functioning related to CPAP device's sound abatement foam. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they were able to confirm the device powered on and provided airflow. Because of a complaint regarding a thermal event, additional testing was performed and they observed the temperature recorded was within the specifications. The manufacturer inspected the device externally, observed there was unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an sd card or filter. There was an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. Corrosion was present at the 24 power connector jack. The manufacturer inspected the device internally, observed there was unknown debris in the tracks of the ui panel, mineral deposits present on the motor casing suggesting unknown liquid ingress. There was an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o ring. Evidence of sound abatement foam degradation/ breakdown was not observed in the base unit. They also observed unknown dust/dirt contamination and fibers found on the blower casing/ impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device, mineral spots consistent with water ingress were found on motor casing and bottom enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found zero error codes. The manufacturer concludes that they were not able to directly address the patients symptoms and there was no evidence of sound abatement foam degradation. They can confirm the presence of contamination in the airpath.